Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single gripper actuation issue resulting in entrapment of device (clip becoming caught in anatomy) during troubleshooting cannot be determined. Image resolution poor was related to procedural conditions associated with imaging being challenging throughout the procedure. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 3 with prolapsed posterior leaflet. The clip was advanced to the mitral valve as per instruction for use (IFU). Imaging was noted to be challenging. Upon grasping attempt, while actuating both grippers, the anterior gripper could not be visualized to be lowering. Troubleshooting steps were performed, but the anterior gripper was not visible to move. During these attempts, it was noted that the anterior leaflet got stuck in the anterior gripper, which was still upright. Unable to remove the leaflet from the gripper, it was decided to implant the clip. The clip was able to be deployed on both leaflets, reducing mr to grade <1. No additional information provided.